Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the trunk cable connector was damaged and the white (driven ground) and black (pulse) wires were open. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.

Event description:
The cousin of a (B)(6) male patient called zoll customer support to report that there was a problem with the patient's electrode belt. The patient was receiving a service code 204. The patient was issued a replacement electrode belt.